Manufacturer narrative:
The complaint of a break in the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 6.6fr broviac catheter segment. The overall length of the returned segment was 14.1". The proximal and distal ends of the catheter were detached and were not returned for evaluation. The distal end of the catheter contained edges with regular striations and a glossy veneer. These characteristics are indicative of a cut made with a sharp instrument. Residual material was seen within the crevices of the device and within the surecuff. Blue sutures were tied directly around the catheter tubing. The sutures were located 2.4", 2.7", and 2.8" from the proximal end of the catheter. The proximal end of the catheter was slightly curved. Microscopic examination of the proximal end of the returned segment revealed slightly jagged edges. The edges contained a dull veneer and a granular texture. Tactile evaluation revealed slight tensile weakness near the proximal end. There were also small circumferential areas of weakness at 0.6", 1.9", and 2.2" from the distal end of the catheter. Microscopic examination of the catheter tubing revealed a series of small circumferential splits in the clamping oversleeve tubing. The edges of the splits were jagged and irregular. The splits were located in a region of tactile weakness, approximately 0.6" from the proximal end. The catheter was patent to infusion. No leaks were detected when the catheter was hydraulically pressurized, indicating that the splits in the strengthening sheath did not penetrate through the entire catheter wall. The mechanism which caused the proximal end of the catheter to detach is unknown at this time. It is possible for the catheter to break if the catheter is subjected to excessive tensile stresses. The IFU contains instructions on properly securing the catheter, which should minimize the likelihood for the catheter to break. Gross visual and microscopic examination, as well as functional testing, revealed no evidence of defect or deformity related to the manufacturing process. A lhr is not possible, as no manufacturing lot number information has been provided by the complainant.

Event description:
Catheter break was found. The indwelling period was 662 days. The catheter was used only for blood aspiration. The catheter break was located outside of the patient body. The distal end of the catheter was cut off and discarded at the hospital. The user suspects that the catheter break was caused by deteriorations of the catheter due to its long time use.